Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On march 18, 2010, the lay-user/pt contacted lifescan alleging that a one touch ultramini meter read inaccurately erratic. The pt takes the following medications: glyburide, lotrel, and metformin. The pt indicated that the alleged issue started on (B) (6) 2010, at 8:00 pm. Ninety minutes after the alleged issue began, the pt claimed that he developed symptoms of confusion and falling down. The pt was reportedly rushed to a hosp when the symptoms started and his blood glucose was tested on an ER/hosp meter. The hosp obtained a blood glucose reading of "55 mg/dl." The pt was treated in the ER with food and/or drink. It is not known what meter readings obtained on the lfs meter before the event occurred. The pt also reported blood glucose results of "190 and 530 mg/dl" with the lfs meter, performed within 2 minutes of each other. The results were obtained (B) (6) 2010. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl. It would have been helpful to know the following info: the pt's testing frequency, the details of his diabetes management regimen, what meter reading(s) the pt obtained before the symptoms developed, what actions the pt took before and after the symptoms developed, and how long the meter was not coded correctly. The customer service rep (csr) noted that the pt's meter was not coded correctly. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he received medical treatment in an ER ninety minutes after the alleged issue began.